Manufacturer narrative:
As reported, the patient underwent placement of the optease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, the filter is tilted and perforated. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, there is specific evidence that the filter is tilted and perforated. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
After further review of additional information received. As reported, the patient underwent placement of the optease inferior vena cava (ivc) filter. The filter subsequently malfunctioned including, but not limited to, tilt and perforation. Per the medical records, history includes morbid obesity, hypothyroidism, factor v deficiency, gastroesophageal reflux disease, migraines, insomnia, major depressive disorder, recurrent acute pulmonary embolism, recurrent deep vein thrombosis (dvt), astrocytoma papillary thyroid cancer. Approximately 9.5 years post implant, the patient was admitted with recurrence of dvt secondary ankle trauma with suspension of anticoagulation. At that time, a CT scan revealed an acute right lower lobe pulmonary artery embolus. Three days later, an occlusion/obstruction was identified in the ivc and right iliac venous system. Angiojet thrombolysis was performed with restoration of near normal blood flow. Approximately 12.5 years after implant, a CT scan revealed the legs of the filter perforate the walls of the ivc and mesentary7, along with tilting where the apex rests against the ivc wall. Per the patient profile form (ppf), the patient experienced filter tilt, perforation of filter strut(s) outside the ivc, mesenteric perforation, blood clots, blood clot in lungs, swollen legs, leg pain, fear and anxiety. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc and organ perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Post procedural pulmonary embolism is a known potential event associated with the filter device, patent specific issues, specifically the underlying causes of thrombus formation, may contribute to these events. Anxiety and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
Additional information received per the medical records indicate that the patient has a history of morbid obesity, hypothyroidism, factor v deficiency, gastroesophageal reflux disease, migraines, insomnia, major depressive disorder, recurrent acute pulmonary embolism, recurrent deep vein thrombosis (dvt), astrocytoma papillary thyroid cancer. Nine years and five months after the index procedure the patient present to the hospital due to right lower extremity dvt (acute common femoral vein, profunda femoris, proximal femoral, mid femoral, distal femoral and popliteal segments). The right iliac dvt extended to the ivc filter. It was noted that the patient presented with these symptoms subsequent to a recent ankle surgery. The patient had discontinued xarelto prescription two days prior to developing the dvt. The day after admission, a computed tomography (CT) scan showed an impression of acute right lower lobe pulmonary artery embolus. Three days after being admitted to the hospital, an occlusion/obstruction was identified in the ivc and right iliac venous system. The patient underwent targeted power pulse-spray pharmacomechanical angiojet thrombolysis of the right lower extremity on the third day after admission. The procedure was restorative and the patient had near normal flow. The patient was discharged after four days. Twelve years and five months after the index procedure a CT scan revealed that legs of the filter perforated the walls of the ivc. The report for this scan states that the patient experienced mesenteric perforation and tilting with the apex against the wall. Additional information received per the patient profile form (ppf) states that the patient experienced filter tilting (apex against wall of the inferior vena cava (ivc)), perforation of filter strut(s) outside the ivc, mesenteric perforation, blood clots, blood clot in lungs, swollen legs, leg pain, fear and anxiety. The patient became aware of the reported events approximately twelve years and five months after the index procedure.